Event description:
Doctor reported bone with great density. When placing mount it damaged implant collar at tooth site 35 and implant was removed. Doctor did not place other implant to finish the procedure.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227. H4: device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported bone with great density. When placing mount it damaged implant collar at tooth site 35. Doctor did not place other implant to finish the procedure. Additional information received by the doctor, the mount fractured due to the previously reported bone density and it was not possible to remove it from the implant. The mount damaged the implant collar and both (implant/mount) were removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, damage to the implant was identified. The mount was fractured at the hex. Hex piece was returned stuck inside the implant. The implants drive feature was damaged. DHR review was completed for the subject lot number: 1293492. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1293492 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: damaged drive feature and dental: functional: fracture: mount. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The mounts hex was fractured inside the implant, and it had a damaged drive feature. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.